Event description:
Patient reported "intra capsular failure in the implant with silicone nodes and reactive lymph nodes". Patient reported later "recurrent inflammation, severely inflamed and painful, axillary lumps and tenderness". This record is for the right -side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿silicone nodes¿, ¿reactive lymph nodes¿, " intra capsular failure"

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. Migration: unable to observe this condition. Lymphadenopathy: unable to observe through visual inspection as it is a physiological phenomenon. Anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. Lump/nodule: unable to observe through visual inspection as it is a physiological phenomenon. Breast pain: unable to observe through visual inspection as it is a physiological phenomenon. Bacterial infection: unable to observe through visual inspection as it is a physiological phenomenon. Granuloma: unable to observe through visual inspection as it is a physiological phenomenon. Varied injuries : unable to observe through visual inspection as it is a physiological phenomenon. Inflammation/irritation: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: b5, d6b, d9, g2, h3, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, h6. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "intra capsular failure in the implant with silicone nodes and reactive lymph nodes". Patient reported later "recurrent inflammation, severely inflamed and painful, axillary lumps and tenderness". This record is for the right -side. Device remains implanted.